Event description:
It was reported that the bd omnitrope® pen 10 plunger was "skipping or slipping" while attempting to inject growth hormone medication. The following information was provided by the initial reporter: "the pen is skipping or slipping when we are injecting, I am not sure it is dosing correctly. My child has been on ght for a long time so I feel like it is definitely the pen."

Manufacturer narrative:
Correction: after additional review, this report is a duplicate report of MFR # 2243072-2019-00581. This event has been over-reported.

Manufacturer narrative:
(B)(4). Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd omnitrope® pen 10 plunger was "skipping or slipping" while attempting to inject growth hormone medication. The following information was provided by the initial reporter: "the pen is skipping or slipping when we are injecting, I am not sure it is dosing correctly. My child has been on ght for a long time so I feel like it is definitely the pen."